Event description:
New information on (B)(6) 2014 notes during follow-up the atrial lead exhibited noise once again. The device was reprogrammed and the patients condition was good.

Event description:
It was reported that the atrial lead exhibited noise. The lead would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.